Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "very hard work of buttons of key and led communication board, detected during periodic maintenance."